Event description:
After implant v lead impedance >2500. Good sensing, r waves and thresholds. Unipolar and bipolar are both >2500 ohms. Psa impedance was 1000 ohms. Bsc tech suggested the lead may not be all the way into the header. Suggested to retest with the psa to ensure good lead tissue. Pt. Was brought back in the lab and connections were analyzed under fluoro. All was normal. The md opened the pocket and re-inserted the rv lead and secured set screws. Impedance yielded >2500 ohms. Md attached lead to the psa and impedance was measured at 2580 ohms. Md opted to not use these leads and proceeded to remove the a lead.